Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized two days prior to death with an admitting diagnosis of cardiac arrest. While hospitalized, the patient was performing automated peritoneal dialysis (apd) with the facility¿s device. The patient was not connected to the device at the time of death. The cause of death was cardiac arrest. It was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device evaluation cannot be performed; therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.